Manufacturer narrative:
Reported event: an event regarding loosening involving an unknown gmrs stem. The event was not confirmed. Method and results: device evaluation and results: material analysis, visual, functional, and dimensional inspections could not be performed as the device remains implanted. Clinician review: no medical records were received for review with a clinical consultant. Device history review: could not be performed as lot code information was not provided. Complaint history review: could not be performed as lot code information was not provided. Conclusion: it was reported that 'this pi is for the ankle fracture and stem loosening. Information received from iis (B)(4) indicates the following: r total knee revision for patellar displacement on (B)(6) 2014. All components removed. Also had ipsilateral ankle fracture between gmrs surgery and last f/u visit where femoral stem loosening was diagnosed. Declined discussion of surgery at last visit. Had order for physical therapy and plan was to continue with this.' The exact cause of the event could not be determined because insufficient information was provided. Additional information including lot details, operative and revision reports, progress notes, x-rays and return of the device are needed to fully investigate the event. If further information becomes available or the product is returned, this investigation will be re-opened.

Event description:
This is for the ankle fracture and stem loosening. Information received from iis 2023-001 indicates the following: r total knee revision for patellar displacement on (B)(6) 2014. All components removed. Also had ipsilateral ankle fracture between gmrs surgery and last f/u visit where femoral stem loosening was diagnosed. Declined discussion of surgery at last visit. Had order for physical therapy and plan was to continue with this.